Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to loss of capture and increased threshold measurements. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation 283 to 288 millimeters (mm) from the terminal pin. Cuts were also noted in the suture sleeve. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout resistance tests were within normal limits. The lead did not pass pressure testing due to the cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations. The cuts in the lead body were consistent with damage caused during the explant procedure.